Event description:
The complainant reported that during impella cp support for 62-year-old female patient, part of the luerlock broke off due to user error leading to a purge filter bypass to be installed. There was no reported patient harm, and the pump was successfully weaned off the following day.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Manufacturer narrative:
The investigation for the reported purge leak has been completed. No product was returned for evaluation. Clinical details noted that the luerlock was broken due to user error and purge filter bypass was performed. Patient was supported well on the pump and bypass did not affect pump performance. The root cause of the purge leak - pump was most likely due to the damaged luerlock on the sidearm as it was resolved with a purge sidearm bypass.